Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2022. The procedure was performed by a urologist and under local anesthesia. Fiducial markers were administered transperineally prior to the spaceoar implant. Prior to injection, magnetic resonance imaging (MRI) was performed and showed no evidence of material in the patient's mid gland or base. Post procedure, on (B)(6) 2022, MRI was reviewed and showed some of the hydrogel in the correct location. There was no hydrogel in the mid gland or base. On axial images, there appeared to be hydrogel contiguous with the space at the prostate apex. Additionally, the hydrogel was noted to have been placed laterally, wrapping around the left side of the patient's rectum "from the 12 o'clock to 7 o'clock position". Less than fifty percent of the hydrogel was determined to have been misplaced. It was noted, the hydrogel was partially injected into the internal iliac via either the inferior pudendal vein, artery, or the inferior rectal vein or artery. The hydrogel flowed away from the heart. The patient is reported to be asymptomatic and stable. The patient received 50.4gy to the pelvis and prostate and conventional intensity-modulated radiation therapy (imrt) boosting to the prostate and seminal vesicles.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2022. The procedure was performed by a urologist and under local anesthesia. Fiducial markers were administered transperineally prior to the spaceoar implant. Prior to injection, magnetic resonance imaging (MRI) was performed and showed no evidence of material in the patient's mid gland or base. Post procedure, on (B)(6) 2022, MRI was reviewed and showed some of the hydrogel in the correct location. There was no hydrogel in the mid gland or base. On axial images, there appeared to be hydrogel contiguous with the space at the prostate apex. Additionally, the hydrogel was noted to have been placed laterally, wrapping around the left side of the patient's rectum "from the 12 o'clock to 7 o'clock position". Less than fifty percent of the hydrogel was determined to have been misplaced. It was noted, the hydrogel was partially injected into the internal iliac via either the inferior pudendal vein, artery, or the inferior rectal vein or artery. The hydrogel flowed away from the heart. The patient is reported to be asymptomatic and stable. The patient received 50.4gy to the pelvis and prostate and conventional intensity-modulated radiation therapy (imrt) boosting to the prostate and seminal vesicles.